Event description:
It was reported that in preparation for a right total knee arthroplasty while the pt was under anesthesia, an attempt was made to insert a foley catheter which resulted in bleeding and inability to pass the catheter. A urology consult was requested immediately and the urologist removed the existing catheter that was placed and tried to pass a 16 coude catheter without success. Using an acmi flexible cystourethroscope, a bulbous urethra with posterior false passage and stricture above the false passage was noted. At that point, a wire was passed through the cystoscope and dilator was passed over the wire to dilate the stricture. With the wire still inserted, a 16 fr council foley catheter was inserted with 10 ml placed in the balloon. The return urine was clear, the pt tolerated the procedure well and without noted complications.

Manufacturer narrative:
The sample was not returned for eval. The device history record (DHR) was reviewed for the lot number provided. There were no non-conformances noted in the DHR that could have caused or contributed to the reported event. The product IFU indicates to visually inspect the product for any imperfections or surface deterioration prior to use. Based on the event description, a cystourethroscope identified a bulbous urethra with a posterior false passage and stricture above the false passage was noticed. The investigation concluded that the bleeding and false passage were the result of a procedure complication/pt condition, and are not related to any deficiences in the mfg of the catheter. (B) (4)